Event description:
Boston scientific received information that this device declared elective replacement indicator with a monitoring voltage measurement of 2.37 volts. It was also noted that the device recently delivered a shock. The device was later explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. Approximately two years later, the device was later returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.